Event description:
It was reported that a pump declared an altitude alarm, and the customer's insulin delivery was suspended. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the pump's speaker holes, attempt to reconnect the cartridge, and wait for two hours to allow moisture to evaporate. The pump resumed normal operation after two hours, and the customer was informed that the pump likely encountered condensation. Tips were provided to prevent future altitude alarms.